Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture of one implant." Side unknown. Device has been explanted and replaced with non-allergan implants.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, g4.

Event description:
The device is not PMA approved.